Event description:
An input ps introducer sheath was used in an ablation procedure. The device was prepped as per IFU with no abnormalities noted. The introducer sheath was inserted into the femoral vein. The physician reported that immediately after the insertion of the introducer sheath, a major allergic reaction was noted with bronchospasm and hypotension episodes, resulting in longer hospitalization for the patient. No further clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress); no results available since no evaluation was performed (device discarded); conclusion: inconclusive- investigation in progress; device discarded by user unable to follow up. (B)(4).

Manufacturer narrative:
Results, conclusions: reaction. Root cause of reaction cannot be determined.